Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation. Sample analysis performed on photo provided. Photo shot a reconstituted bj3 system standing upright leaning against a unit carton labeled lot tana037b and system shell also labeled lot tana037b. As photo does not highlight an issue as reported, the reported defect cannot be verified. There were no nonconformities, failure, rework, or deviations documented in the batch record during the manufacture of advate with baxject iii lot tana037b which could have contributed to the reported problem. A review of the monthly report (dec 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for 2024 is approximately (B)(4) compared to 2023 ((B)(4)) and 2022 ((B)(4)). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from takeda customer service on 04dec2024: rn had difficulty reconstituting product. Product did not reconstitute as expected. Vial not used. Vial returned to blood bank.